Event description:
The reporter called on behalf of healthcare facility alleging that their surestep enhanced meter was prompting the error 1 message. Pts neither alleged harm nor experienced injury or medical interventeion as a result of the reported issue. The technical service representative discovered that the healthchare facility was not comparing the test strips to the color chart, the blood was not being applied to the proper area, and the test strips were not inserted more than 2 mins after applying blood to the test strip. The tsr walked the reporter through a retest and the meter prompted the error 1 message. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.